Manufacturer narrative:
Because the reported complaint was unknown, the device was analyzed for several issues. Regarding articulation, the device was fully articulated in each direction while the working length was held in 2-10¿ loops. No issues were identified with articulation. Regarding passability, no issues were identified with passing a spybite through the working channel. A visual assessment was performed. The catheter demonstrated signs of use. As received, the wcs protruded. A functional assessment was performed and maximum wcs protrusion was observed when the tip was articulated by turning the small knob in the counterclockwise direction. A functional evaluation was performed. The device was plugged into the controller. No image was displayed. Therefore, the condition of the device confirmed the complaint of ¿damage¿ to the device. Curve trace of the camera wire inside of the handle found the vss and out- signals to be open circuit. Real-time x-ray was used to image the distal tip, including the camera and wires. X-ray showed camera wires appearing damaged inside of the camera housing/cap. The allegation of a visualization issue was confirmed and due to the vss and out- signals being open circuit at the camera redistribution layer (rdl), likely from damage to the camera wires. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. Based on investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. The wcs protrusion issue caused by an inadequate bond b is a manufacturing process design issue. An investigation is underway to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a cholangioscopy procedure performed in the common bile duct on an unknown date. According to the complainant, during the procedure, the device was damaged. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working channel sleeve protruded.